Event description:
While priming a new infusion set, no insulin came through the infusion set tubing. Pt removed the cartridge, from the device, and found that insulin had leaked inside of the device's cartridge compartment. There was no apparent damage to the insulin cartridge. No error messages were generated by the device. At the time of the report, pt's blood glucose measured 327 mg/dl. Pt self-treated by delivering 4u insulin, via injection.